Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a non-recoverable error occurred. The customer performed a system reboot, but the issue returned. The intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs and found error 307 against the personality module audio video (pmav). The tse asked to check if the vision side cart (vsc) breaker was in the "on" position, which it was. The tse advised to place the breaker in the "off" position for 10 seconds, then power the system back on. The issue remained. The procedure was aborted, with no patient involvement.